Event description:
It was reported that in the cath lab the balloon was prepped per instruction. After it was removed from the tray, it was attempted to be inserted into the left femoral artery. The intra-aortic balloon (iab) started to unwrap, so the balloon could not be inserted into the sheath. A new balloon was used successfully. There was no patient death, injuries or complications. No medical/surgical intervention was required. It is unknown the delay in time to get another iab. The patient's outcome is listed as good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.